Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump malfunctioned. There was a blockage in the tube and the pump did not sound an alarm. Diabetic ketoacidosis (dka) occurred. The customer discontinued use of the pump for insulin therapy. Although multiple attempts were made to contact the customer for additional information, the customer did not reply.